Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer was hospitalized on (B)(6) 2018 in the morning for hyperglycemia and diabetic ketoacidosis and the insulin pump may have under deliver the insulin. The customer reported that they have high blood glucose levels of over 30 mmol/l. The customer reported additional high blood glucose levels that were 17.8 mmol/l, 29.5 mmol/l and 20.7 mmol/l. The customer was treated at the emergency room. The customer¿s mom reported that her son woke with high blood glucose levels and was vomiting therefore she thought it was the infusion sets. The customer¿s mother changed the infusion set and gave customer a manual correction. The customer was brought to the hospital and was there for four hours. It was reported that the customer spent two hours in the trauma room and was still connected to the insulin pump in the emergency room. It was reported that the customer¿s blood glucose levels went high and was given manual correction and blood glucose levels went down. It was reported that the hospital did not do anything at and the customer was high because he had not bloused for his meal so his mom tried to bolus. It was reported that the up arrow was not working. The customer had high ketones of 5.8 mmol/l at the time of hospitalization. Troubleshooting was performed. The customer reported that the insulin pump continued to give several error alarms but they were able to clear those alarms. It was reported that the customer was able to rewind the insulin pump. The insulin pump did not pass the displacement test. The customer was advised to replace the insulin pump. The insulin pump is expected to return for analysis.